Event description:
It was reported that patient had right hip revision surgery due to infection. Surgeon removed all implants and replaced it with an antibiotic spacer.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade size 5 stem. Additional devices listed in this report: - unknown head; - unknown cup; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.